Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -15.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to low vault. On (B)(6) 2018 a longer lens was implanted and the problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: device was returned dry in a micro-centrifuge vial with clear surgical residue on the device. Visual inspection found the haptic torn and foreign material (residue) on the lens surface. Claim# (B)(4).